Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 , a pairing failure occurred between the transmitter occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed. Nordic test was done and passed. Functional test was done and passed. Data share logs confirmed a pairing failure and permanent loss of connection was observed. The customer complaint could not be replicated with the returned transmitter. The customer complaint of pairing failure was determined. A root cause was determined to be permanent loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent loss of connection.